Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that black spots were observed on a homechoice cassette. This was identified before use of the device for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection was performed and the black particulate matter was observed on the bottom web of the pouch of the sample. The black particulate matter is the printing ink transfer marks. Particulate matter in packaging or outside the sterile pathway does not pose a risk to the patient because it is not part of the fluid path leading to the patient. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.